Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during the initial drain peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, nothing unusual was noted with the supplies or the setup that could have caused or contributed to the observed air. The technical service representative assisted the caregiver with ending therapy and advised them to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.